Manufacturer narrative:
The device was not received for evaluation and no photo was provided; complaint not confirmed. The most likely probable cause of the event is attributed to wear and tear.

Event description:
It was reported that during a procedure the ar-6480, inflow pump wheel kept running fast despite the speed and use. Additional information 4/12/2021 it was reported that during a shoulder procedure the ar-6480, inflow pump wheel kept running fast despite the speed and use. The case was competed using a different ar-6480.